Event description:
The customer reported that their bedside monitors are rebooting themselves. There was no patient injury reported.

Manufacturer narrative:
The customer reported that their bedside monitors are rebooting themselves. According to the customer, this is happening to all the bedside monitors. The units will make a loud beeping noise and then reboot themselves. Technical support (ts) informed the customer that they may have a network loop on their network or a rogue device connected to the nk network. The nk network team along with the customer's team could not find any loop back on their network or any rogue devices. The customer will gather the logs from the bedside monitor to determine what may be causing them to reboot. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. The following fields are not available (n/a) to this report: h4 device manufacturer date

Event description:
The customer reported that their bedside monitors are rebooting themselves. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that their bedside monitors are rebooting themselves. According to the customer, this is happening to all the bedside monitors. The units will make a loud beeping noise and then reboot themselves. Technical support (ts) informed the customer that they may have a network loop on their network or a rogue device connected to the nk network. The nk network team along with the customer's team could not find any loop back on their network or any rogue devices. The customer will gather the logs from the bedside monitor to determine what may be causing them to reboot. There was no patient injury reported. Investigation summary: the log review showed an error log indicating that the reception buffer of the network was insufficient. This log is often seen when there's a network looping. Nkc requested for the customer to check the network environment to see if there was network looping; however, no furhter information was received. Nck determined that the device operated according to the specifactions. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/11/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/15/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 11/20/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H4 device manufacturer date h11 additional manufacturer narrative.